Event description:
It was reported that the patient had the inflatable penile prosthesis device removed on (B)(6) 2018 as the right cylinder was broken and there was a tear resulting in fluid loss. A new inflatable penile prosthesis with 15cmx12mm cylinders was implanted. Additional information received indicated the patient presenting symptoms were a non functioning device. The patient was doing well following the revision surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis device removed on 24sep2018 as the right cylinder was broken and there was a tear resulting in fluid loss. A new inflatable penile prosthesis with 15cmx12mm cylinders was implanted.